Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
The returned ipg sc 1200 was analyzed, passed all tests performed, and exhibited normal device characteristics. As applicable: the reported event was not confirmed. The analysis of the ipg showed normal characteristics during both the visual and functional assessments, confirming that the device was functioning as intended. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information reveled the explanted device will be return and subsequent analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information reveled the explanted device will be return and subsequent analyzed.